Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the case, a few of the trials used did not effectively hold onto the stem trials. This did not create any major delays however twice the stem trial came loose and had to be retrieved from the patient's tibia. Following the case, I tested these trials and broaches and will be returning them to get new ones. The rubber gasket are getting worn out. There was a surgical delay of 5 minutes.